Event description:
It was reported that during the implant procedure, the physician was not able to move the lead smoothly to the heart and it got stuck in the venous system. The lead was removed and it was noted that the helix of the lead was extended and could not be retracted. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.